Manufacturer narrative:
Discrepant negative antibody identification result for one patient sample having an anti-e(rh3). The root cause of the discrepant negative antibody identification result obtained by the customer could not be confirmed although it could not be excluded, it may be associated with an anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or the biological variability of the antigen expression of the cell(s) from the red cell reagent. No general product failure is identified. No biased results were reported to physicians. The patient was not harmed.

Event description:
The customer is reporting a discrepant negative antibody identification result for one patient sample in biovue iat technique using ortho biovue system poly cassette in conjunction with their ortho vision biovue analyzer. Although this incident occurred on ortho vision biovue analyzer, the ortho vision analyzer (mts) is equivalent for the use in the us.